Event description:
During the implant procedure, while using the medtronic catheter passer, a vessel was nicked and the patient experienced bleeding. Physician applied pressure and ligated the vessel to stop the bleeding. This resolved the issue.